Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 450mg/dl, and his blood glucose was treated with an insulin drip. Troubleshooting was performed. The customer mentioned that the insulin pump alarmed no delivery. Advised the customer to run a manual prime test and the insulin did exit. The customer stated that he changed the site and the cannula was bent. Assisted the customer to run a manual prime test and the insulin did exit. The caller stated while delivering insulin pump did alarm no delivery. Instructed the customer to change again the infusion set and the cannula was bent. The customer changed the site and he delivered a 3.0 units and the delivery was completed successfully. No further information was provided.